Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to be reproduced during visual inspection. The grip lever will be replaced as a fix.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The mtm grip did not work, the instrument jaws remained closed. According to the sensor tracker, no change when closed/open. There was a missing magnetic disk in the grip. The fse replaced the mtm the system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details was performed by an isi technical support engineer (tse). Per review, the following was confirmed: a procedure was performed on system sk5124 on 21-oct-2022. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a dual console procedure, one ssc became unavailable (mtm did not function) after the start of a surgical procedure (post first port incision, post anesthesia) and the issue could not be resolved. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument stopped responding to surgeon side console (ssc) 1 master tool manipulator (mtm) right. There was no alarm. The system restart did not help. The surgery was successfully completed with ssc 2. The system exhibited a repeated error 40 pointing to ssc in the error logs. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: system functionality was checked upon powering on the system. System initially powered on without errors. The operation started with a dual console configuration, but only one surgeon performed the operation. The procedure was completed with a dual console configuration, but one mtm did not work on ssc1. The surgeon successfully completed the operation using ssc2. The patient information is not available.